Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the anastomosis of a shunt in the moderately tortuous and moderately calcified unspecified vessel. An unspecified 0.018 guide wire was advanced to the lesion. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected to perform dilatation. During the first inflation, the balloon ruptured at 10 atms after 20 seconds. The procedure was completed with a 6.0-40/40 non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).